Event description:
It was reported that the fiber-optix sensor did not work and as a result, the transducer was used. The clinician wanted the intra-aortic balloon (iab) sent back to arrow after the iab therapy was completed to be evaluated. There were no pt complications reported.

Manufacturer narrative:
A follow-up report will be filed if more info becomes available.